Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step. There was no adverse impact to blood glucose. Customer declined further troubleshooting with tandem technical support to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The tandem user guide instructs the user to remove any residual air from the cartridge.